Event description:
Pt had developed decreased energy level, increased fatigue and poor endurance. Pt presented for routine eval and was found to have third degree atrio-ventricular block, no evidence of pacemaker function. Assessment with telectronics pacemaker programmer revealed that the generator had completely failed, was not programmed, and was dysfunctional. Pt was brought in for generator placement and inetrogation of his chronic leads.